Event description:
The facility director called to report 4 light pipes started out fine, but soon dimmed. The staff opened another light pipe as each one dimmed. The surgeon was able to finish the case with the last pipe opened in spite of it being dim. There was no patient harm reported, but there was a 20-30 minute delay in the procedure.

Manufacturer narrative:
The light pipes were received and a visual inspection was performed on the returned samples. The fiber tip appeared melted. The light test was performed and found to be nonconforming due to very little transmission of light passing through. A close examination of the fiber tip revealed a burnt fiber. The dim light output is due to using the light pipe in air when the probe tip is covered with a dark substance, such as blood, and simultaneously exposed to an insulating environment, such as air. The optic fiber protruding from the tip can rise in temperature to the point that plastic deformation occurs. The light source system operator's manual cautions the light pipe may deform when used at light output levels higher than 10 lumens and exposed to the above condition. The device history records for the component lots were reviewed. The lots were released based on alcon's acceptance criteria. (B) (4). (B) (4). (B) (4).